Event description:
It was reported that a couple of days ago a malfunction occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.